Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The customer sent the sample as an uar and was assumed to have been reported as defective. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation identified the cause of the additional failure to be a design issue. A CAPA has been issued. This unit does not meet the requirements for a manufacturing failure therefore a device history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned without a complaint information.